Event description:
It was reported that three months ago the implantable pulse generator (ipg) had an average remaining longevity of eight months. Three months later the patient complained of fatigue and the device was unable to be interrogated and there was no magnet response. The expected longevity to end of service (eos) was not met. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.